Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient's implanted infusion pump containing morphine (250 mg/ml at 1.0017 mg per day. The indication for use was non-malignant pain. It was reported that the patient experienced withdrawal symptoms and a decrease in pain relief. Reservoir volume inaccuracies were noted, and there was thought to have been fluid in the pocket. Pump replacement was initiated, and fluid discharge occurred at the incision site. The wound was cultured and pump replacement was postponed until the culture could be obtained to make sure the pump was not infected. No environmental, external, or patient factors were thought to have led or contributed to the issue, and no troubleshooting was reported.

Manufacturer narrative:
Updated to incorporate information received on 2016-dec-28. Updated to incorporate explant date of (B)(6) 2016.

Event description:
Additional information was received from the manufacturer¿s representative on 2016-dec-28. It was reported that the culture of the pocket fluid came back negative. The patient had a successful pump change on (B)(6) 2016.

Manufacturer narrative:
Updated to incorporate information received on (B)(6) 2016. (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on (B)(6) 2016. The initial reporter information was given. It was also reported that the inaccurate reservoir volumes had been resolved and the fluid in the pocket was resolved at the time of the surgery, when the fluid was evacuated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.